Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer representative reported an aberrometer seemed to be loose during a cataract procedure. Reporter indicated some sections of the cart monitor screen changed focus and the cable connection had become undone. Reporter indicated no patient harm occurred.

Manufacturer narrative:
During the onsite visit, the system was examined and tested by the field service engineer (fse). No issues were found and the product met specifications. The fse verified that all connections were secure, and provided feedback to ¿reboot the system¿ to resolve this issue in the future. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. The system was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. (B)(4).